Manufacturer narrative:
D02- isi received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fbf instrument (pn 470205-17/lot # n10191014 0095) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). . The instrument had 5 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video were available for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have damage on the black insulation. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was found to have damage on the black insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer on 15-feb-2021 and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. The instrument¿s energy delivery function worked. The instrument was inspected after use in the or. There was no damage to the conductor wire where the insulation was damaged. There is no image or video available for isi review. The customer could not provide the requested patient information.